Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 356 mg/dl and 95 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
"Device available for evaluation?" In initial report incorrectly stated the device was returned to manufacturer on (B)(4) 2011. The correct date the device was returned to manufacturer is (B)(4) 2011.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. The meter's internal memory log shows all reported readings, and they were all done within 10 minutes.